Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead was involved in an unspecified product performance issue and is being sent for return and analysis. No further information is available at this time.